Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that she attempted to reboot the station and recover the storage but was still unable to restore it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15929651 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15929651 was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) had found that there were no lights on drawers 2-1 and 2-2. Fse replaced the drawer controller on 2-2 and its module controller with onsite spares, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.